Event description:
Reportedly, the distributor noticed that the alarm sound was breaking and the volume became quiet when he was checking the functionality of the ventilator at the hospital. There was no patient involvement in this case. However, if it were to recur on a patient, the ventilator would not have been properly capable of warning the user to audibly notify in case something went wrong.